Event description:
Due to 5 recently reported incidents of ge mac vu 360 acquisition module trunk cables being reported to have sparks/flames/fire, the office instructed all hospitals to inspect their acquisition module trunk cables for damage. One region of hospitals reports 2 damaged trunk cables at two separate facilities. They also found 7 acquisition modules placed in the holder in the wrong orientation, which can lead to fire. More were found at other facilities and will be detailed in additional medsun reports. This is a design problem that needs to be addressed by ge to prevent the acquisition module from going in the holder in the incorrect position. Manufacturer response for electrocardiograph, mac (per site reporter): they are looking into it.